Event description:
A physician reported that the cutter was not aspirating and shaft of the cutter was bent during cataract surgery. The condition of cutting was unknown. The surgery was completed on the same day after replacing the cutter with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received without a tip protector in a bag. The sample was visually inspected and found to be nonconforming with the probe needle bent and needle/inner cutter cracked. No functional testing could be performed due to the probe needle bent condition and needle/inner cutter cracked condition. The degree of wear could not be determined due to inner cutter broke while trying to extract it form the bent/cracked needle. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was unable to confirm the report of aspiration failure, due to the probe needle bent/cracked condition, which confirm the report of shaft of the probe was bent. However, the probe needle bent/cracked condition is a potential contributor factor for the reported aspiration failure at the time the reported event was observed. The root cause for the bent/cracked needle is user handling as indicated in the reported description "it was accidentally bent when received." The reported aspiration failure was unable to be confirmed, and it appears that the observed bent/cracked needle was due the handling of the probe by the user. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is:(B)(4).